Event description:
Complaint received as follows: "difficult deflation in use was noted, so the patient suffered from hematuria. The complaint sample was severely contaminated, so it was discarded". This case is deemed serious as it was reported that the balloon of the urinary catheter had been difficult to deflate and the patient suffered some bleeding during the process of removing the device. No other details are known at this time, hence we have requested for further patient/ event details. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible. Attempts were made to obtain additional information and the following was received "this case was forwarded from the b)(6) hospital. The complaint sample was discarded and the end user did not want to reveal more information except that the patient's condition was stable". Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on the history review did not any significant abnormalities. However, in most cases of such complaint on non deflation during use could probably been due to either of the following factors:- mechanical obstruction of the inflation lumen due to crushing, clamping or prolonged kinking of the port leading to the balloon. Crystallization of inappropriate fluids filing the balloon such as normal saline other electrolyte solution. Defective catheter valve. Extrinsic compression from iodine radium seeds implants. Obstruction of the inflation channel by debris. Manufacturing defect such as blocked at the "y" junction derived from the threading process, small inflation hole or collapsed inflation lumen caused by uneven wall thickness. Deflation technique like: improper syringe insertion technique. Syringe barrel not adequately/ securely inserted into the valve orifice, thus, restricts/ prevent deflation. "Force" instead of "natural drainage". Syringe plunger is user to aspirate/ withdrawal the water from the balloon which causes the inflation funnel to collapse, thus, restricts/ prevent deflation. Under normal circumstances, the water is supposed to drain freely via an empty syringe barrel and not with the plunger fitted. Only the residual fluid removed via aspiration if it cannot be drained completely via the syringe barrel.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2013. The actual date of event is unknown, so the date used was the date convatec became aware.